Event description:
Edwards received a notification that a medsun report was submitted to the us FDA concerning a single stage venous drainage cannula(tf024l90). A venous cannula for mitral valve surgery has a plastic ring on it near the distal end. It takes a lot of force to move it usually, but not in this case. When the venous cannula was introduced, it had the plastic ring on it. When it was removed, the plastic ring was not found. The heart, sterile field and or room was searched. The plastic ring was not found. So far, there has been no harm to the patient. (Uf/importer report # (B)(4)). Additional information received- the ring was identified as missing upon decannulation. The device had not shown any evidence of moving from where the sutures were holding the device during the procedure. 4-0 prolene purse string suture supported with bovine pericardial pledgets used to stabilize the device. The entire mediastinu was evaluated. The patient was also re-cannulated in bicaval fashion, and the right atrium and right ventricle explored with caval tapes applied. Both pleural spaces were open and re-explored. An x-ray was done prior to the end of the operation. No foreign body was identified. The patient was discharged and is recovering well. The patient has not shown any signs of the suture ring being retained. An image was provided showing one cannula used with a suture ring and one cannula used without the suture ring. The one without the suture ring is the focus of the investigation. Only the image was provided- the hospital has decided to retain the device. Thus, the device is not available for return.

Manufacturer narrative:
H11 correction- device is not available for return. H11 manufacturer narrative: only an image was provided- the hospital has decided to retain the device. Thus, the device is not available for return. The user facility noted the clarification that the suture ring was not difficult to manipulate, which is unusual. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11 corrected data/ additional narrative: ring added to component code. Device code updated to more general code. Type of investigation, investigation findings, and investigation conclusions updated. H11 additional manufacturer narrative: one provided image was reviewed. Two venous drainage cannulas are seen in the image. One of the cannulas is missing the suture ring. There is what appears to be blood residue from use on both cannulas. No evident damage or other abnormalities were observed. In addition, the supplier noted "per the picture is just slightly noticeable that there are marks on the reported cannula indicating that the suture ring was installed as there some slight surface deformation noticed." Sufficient mitigations exist at the supplier to prevent product missing a suture ring to be released. Suture ring is also received per material specification including inside and outside diameter. An awareness communication was performed at the supplier. Based on the available information and image provide, the report of a suture ring missing after use is confirmed as there is evidence on the device that a suture ring was installed, and the suture ring is no longer evident in the image provided. Neither edwards nor the customer were able to confirm the current location of the suture ring - as such a manufacturing defect/ nonconformance could not be assessed or confirmed. The device is unavailable for evaluation and so the dimensions of the cannula body cannot be confirmed. There is insufficient information regarding forces/ use that may have led to the suture ring being removed. As such, a root cause cannot be determined for this case. No other evidence of an edwards/ supplier nonconformance was found. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11 manufacturer narrative: device evaluation anticipated, but not yet begun. The suspect device has not yet been returned to the manufacturer. It should be noted that the medical professional/ team ensured there was no evidence of the suture ring being left in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received a notification that a medsun report was submitted to the us FDA concerning a single stage venous drainage cannula(tf024l90). A venous cannula for mitral valve surgery has a plastic ring on it near the distal end. It takes a lot of force to move it. When the venous cannula was introduced, it has the plastic ring on it. When it was removed, the plastic ring was not found. The heart, sterile field and or room was searched. The plastic ring was not found. So far, there has been no harm to the patient. (Uf/importer report # (B)(4)). Additional information received- the ring was identified as missing upon decannulation. The device had not shown any evidence of moving from where the sutures were holding the device during the procedure. 4-0 prolene purse string suture supported with bovine pericardial pledgets used to stabilize the device. The entire mediastinu was evaluated. The patient was also re-cannulated in bicaval fashion, and the right atrium and right ventricle explored with caval tapes applied. Both pleural spaces were open and re-explored. An x-ray was done prior to the end of the operation. No foreign body was identified. The patient was discharged and is recovering well. The patient has not shown any signs of the suture ring being retained.